Event description:
Info rec'd indicates the valve was removed due to cuspal stiffening related to calcification. Inspection of the unit during device retrieval found two of the valve leaflets were thickened. The valve was replaced with no add'l consequence reported for the pt.